Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was used for diagnostic purpose. The procedure was delayed. The philips field service engineer (fse) inspected the system onsite confirmed that the image does not start. Upon functional analysis it was found that xray output had not reached on the front tube. Fse recalibration the tubes and restarted. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported.